Event description:
It was reported that the pt was implanted in 2008 with a good response to intrathecal baclofen. Approx. 4 weeks post-operatively, the pt became less responsive to the intrathecal baclofen despite dosage increases. A dye study was performed which indicated epidural placement. The catheter was replaced. It was indicated that the pt recovered without sequela. The concentration and daily dose of baclofen being delivered via the pump were not reported.

Manufacturer narrative:
Used for catheter.